Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Date of implant is unknown. Approximately six months prior to (B)(6) 2016. Devices are not explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, that approximately six months ago patient was implanted with variable angle foot plate. X-rays taken on unknown date post operatively revealed two broken screws. It is unknown if the two screws were broken into how many pieces and if fragments were generated. There was no malfunction associated with plate. There is a possibility of future revision surgery. Surgeon is not following up with this patient. Patient may potentially be going to another surgeon. Concomitant devices reported: variable angle foot plate (quantity 1). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).